Event description:
It was reported that on (B)(6) 2012, the patient underwent a transforaminal lumbar interbody fusion (tlif) at l5-s1, as well as bilateral l5-s1 facetectomies using opal cages and rhbmp-2/acs. After a month of undergoing the spinal fusion procedure, the patient began experiencing severe radiculitis. The patient underwent a right lumbar sympathetic block on (B)(6) 2012 without significant relief of her symptoms. A CT scan from (B)(6) 2012 demonstrated that the right cage had displaced due to subsidence and an osteolytic reaction. Ectopic bone had also developed on the left neuroforamen of s2. As a result, the patient underwent a surgical revision with removal of the opal cage, rhbmp-2, and insertion of new opal cages on (B)(6) 2012. The patient continued to experience significant pain, and so she underwent yet another procedure on (B)(6) 2012 for decompression of the right l5-s1 nerve roots. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that the patient had an unspecified procedure using rhbmp-2/acs on an unspecified date. Reportedly, the rhbmp-2/acs was "implanted wrong." The patient is experiencing pain and had issues with her "walking ability." No additional information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012, the patient presented with pre-op diagnosis of l5-s1 disk herniation with l5 and 51 nerve root impingement. L5-s1 discogenic pain syndrome with concordant diskogram. Lumbar myelography / contrast CT and lumbar MRI demonstrated degenerative disk at l5-s1 with decreased filling of the left s1 nerve root. The patient has a solid interbody fusion at l4-l5, l2-l3 and l1-l2 with instrumentation present at the upper level. The patient underwent following procedures : bilateral l5-51 facetectomies and excision of herniated disk l5-s1, bilateral. L5-s1 transforaminal lumbar interbody fusion (tlif) with cages and bone morphogenic protein (bmp-2 ) . L5-s1 pedicle screw and rod instrumentation with segmental compression and cross linkage. Per op-notes, ".. A right l5-s1 foraminotomy was performed followed by facetectomy. On the right, there was a prominent foraminal disk herniation which was displacing the l5 nerve root far laterally, extending through the foramen. .. There was also posterior osteophytic ridge arising from the inferior aspect of vertebral body of l5 which was contributing to impingement of the l5 root and of the proximal s1 root. This was removed with chisel and osteotomes. ... An 11 mm bone shaver was placed into the interspace on the right, distracting the interspace into firm position. Utilizing a pedicle screw system, pedicle screws were placed at l5 and s1 with the use of an awl, probe, sounder and tap. At l5 a 6.0 x 40 mm screw was placed on the right and a 6.0 x 45 mm screw was placed on the left. At s1 a 6.0 x 35 mm screw was placed on the right and on the left a 7.0 x 35 mm screw was placed. The screws all passed muster with stimulation. A 10 mm cage was then filled with bmp-2 and then inserted through the foramen on the left into the interspace and countersunk 1 to 2 mm, as confirmed by fluoroscopy. On the right an 11 mm cage was filled with bmp-2 and inserted into the interspace and rotated into the midportion of the interspace, as confirmed by fluoroscopy. Because of the prominent scarring over the transverse processes in the lateral sacral wings, I was unable to expose this area. In view of the fact that patient had 2 cages in the interspace at l5-s1, ....".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).